Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional broke as doctor was about to trial the joint.

Manufacturer narrative:
One nexgen articular surface provisional, size ef returned with the complaint for review. Visual inspection of the device confirmed that the device fractured in two pieces. There are gouges and scratches seen on the provisional. The device was found to meet dimensional specifications as measured. The device has a manufacture date of 05/24/2005 and has a potential service life of 10 years. The feature alleged against was analyzed dimensionally and/ or visually. This device is used for treatment. The product search history found no other complaints for the same issue for the product lot combination. From the visual inspection and information provided, the likely cause of this failure is wear and tear from use.